Event description:
It was reported that the device was unable to be interrogated with rf telemetry. The device was not implanted and was replaced. There were no patient issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: the reported field event of an rf telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported rf telemetry anomaly could not be determined.